Event description:
It was reported that: " incision and exploration of 2nd phalanx proximal to middle phalangeal joint was explored. Upon joint exploration implant could not initially be located. Flexor digitorum tendon was incised to explore if implant was floating freely within the joint. Implant was not found still. Upon exploring the middle phalanx implant was found protruding, intact, from middle phalanx with proximal portion of implant exposed. Implant was removed from the middle phalanx using the toe tac driver handle. Flexor digitorum tendon was repaired with sutures. Proximal interphalangeal joint was articulated and stabilized with a 0.045" k-wire and incision was closed with sutures."

Manufacturer narrative:
Conclusion: the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that: "incision and exploration of 2nd phalanx proximal to middle phalangeal joint was explored. Upon joint exploration implant could not initially be located. Flexor digitorum tendon was incised to explore if implant was floating freely within the joint. Implant was not found still. Upon exploring the middle phalanx implant was found protruding, intact, from middle phalanx with proximal portion of implant exposed. Implant was removed from the middle phalanx using the toe tac driver handle. Flexor digitorum tendon was repaired with sutures. Proximal interphalangeal joint was articulated and stabilized with a 0.045" k-wire and incision was closed with sutures."